Event description:
It was reported that the patient underwent a procedure for cervical arthroplasty with implant an artificial disc at c6-7. At 82 months post-op, it was noted that the patient may have some heterotopic bone or ankyloses anterior to the implant. No other issues were noted. At 120 months post-op, radiographs show some mild anterior heterotopic bone, but the surgeon believes there is still movement on flexion/extension. Mild adjacent level changes noted at c5-6.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.